Event description:
It was reported by the md that he experienced a very easy insertion of the epidural catheter. He has never felt the need to test the catheter or any of the components in the set, pre-insertion, for patency and therefore, only discovered a problem when aspirating slightly to check for cerebrospinal fluid (csf). When he failed to aspirate, he taped the epidural catheter to the pt's back. Failing to administer the test dose he decided to remove the catheter and replaced it with a portex/sims epidural catheter. After removal he checked the filter, snaplock and epidural catheter for patency.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.